Manufacturer narrative:
B3: date of event: used the first date of the month of the aware date as no event date was provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information.

Event description:
It was reported that stent partial deployment occurred. An eluvia stent self-expanding was selected for use. During the procedure, approximately 6 months ago, the stent was delivered using an ipsilateral approach with the I-band method, in which a long sheath is taped contralaterally on the outside of the patient. However, the stent was partially deployed. There were no patient complications reported as a result of this event.

Event description:
It was reported that stent partial deployment occurred. An eluvia stent self-expanding was selected for use. During the procedure, approximately 6 months ago, the stent was delivered using an ipsilateral approach with the I-band method, in which a long sheath is taped contralaterally on the outside of the patient. However, the stent was partially deployed. There were no patient complications reported as a result of this event. It was further reported that the stent was partially deployed inside patient. The procedure was completed with another of the same device.

Manufacturer narrative:
B5: describe event or problem section updated with additional information. E1: initial reporter first name updated with additional information. H6: evaluation conclusion codes: updated b3: date of event: used the first date of the month of the aware date as no event date was provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information.